Manufacturer narrative:
Per the dexcom user guide: don't wear your cgm (sensor, transmitter, receiver, or smart device) for magnetic resonance imaging (MRI), computed tomography (CT) scan, or high-frequency electrical heat (diathermy) treatment. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. In addition, it was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. Reportedly, the customer wore the transmitter into a magnetic resonance imaging (MRI) test. Tandem technical support educated customer that the transmitter and sensor cannot be worn during an MRI, and a replacement transmitter was sent to the customer.